Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they lost the lid that goes over the battery cover. The customer states it fell off. The customer's blood glucose level was 586mg/dl. The customer was advised that a replacement batter cap would be sent out.